Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Examined the samples and found the tips were not too curved. The specification for curvature was that the tips not be straight, and they were not. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the coude tip was bent more than usual; therefore, the patient could not insert the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the coude tip was bent more than usual; therefore, the patient could not insert the catheter.